Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main drawer 6 full height cubie had not been detected. A field service engineer (fse) inspected main drawer 6 and found that the communication light was not lit on the board. The fse replaced the retractor band, which resolved the issue. The rx was tested in the application, and any failures were cleared. The broken scanner cables were also replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was not detected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.